Event description:
It was reported via repair work order that the right and left side rails woul not latch due to damaged spring spacers. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.